Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, pacing threshold increases and intermittent capture. The physician diagnosed as a lead insulation failure. A replacement lead was successfully placed in the ra appendage, but the sheath that delivered the lead ended up being too long to successfully and easily slit the catheter from the lead. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full 3830 lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. Without a lot number or device serial number, the manufacturing date cannot be determined.